Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that t2 was released in the joint. Only two sutures were placed. There was a maximum of a fifteen minute delay and t1 was removed. The doctors pulled very hard on the suture and all buttons came out.